Event description:
A malfunction was reported with the customer's pump, specifically displaying malfunction code malf 0. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, and the level recorded was 14 mmol/l. Customer technical support assisted the customer in resetting the pump, but the malfunction code reappeared, prompting the decision to replace the pump. The customer was informed to use multiple daily injections (mdi) as a backup therapy and instructed on how to put the pump into storage mode before returning it. The pump will be returned to tandem using a pre-paid label within 10 days.